Event description:
Initial results for a pt tsh/t4/tuptake were 0.19/19.8/0.2. When repeated, the results were 0.76/4.8/31.3. The incorrect results were not used to guide therapy. The sample will be further investigated when the pt comes in to be redrawn.